Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804) was implanted on (B)(6) 2021 for the treatment of nph (normal pressure hydrocephalus). The technique used was atrioventricular shunt placement. The patient benefited from the shunt briefly, but original symptoms returned rapidly. Diagnostic imaging was performed but no clear indication was seen. The physicians decided on a revision as a course of treatment. The revision showed that the certas shunt had snapped from the distal end of the shunt and base of the siphonguard device. The physicians changed the shunt and placed a new peritoneal catheter to replace the atrial placement. The original shunt was placed adequately and situated well on the skull so there is heavy indication that the shunts structural quality caused the malfunction and not placement of the shunt. The control imaging done after the surgery shows no signs of failure in the joint, but the failure can be seen in imaging taken on (B)(6) 2022 when it is reformatted to a 3d-image.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the valve was visually inspected; a cut/tear in the silicon housing along the siphon guard was noted. The complaint is confirmed. The siphon guard was visually inspected marks were noted in the siphon guard. The root cause for the issue reported by the customer is due to a sharp / pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard is due to a sharp / pointed object coming into contact with the siphon guard.

Event description:
N/a.